Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the hcp failed to fire the skin stapler during use on patient". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The trigger was returned partially engaged. No evidence of use in the form of biological material was present on the stapler. The stapler was received with 37 staplers remaining in the cartridge. Functional inspected was performed by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated four more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad. No functional issues were found with the returned device. The customer did not provide a lot number; therefore, a device history record review was performed based upon two potential lot numbers taken from the sales history data of the customer. No relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in.". The reported complaint could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler during use on patient". The patient status is reported as "fine".